Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, patient experienced recurrent dislocation. There has been no reported revision procedure to date.